Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the pivot piece broken off in one of the handles. The pivot was not returned for evaluation. The parts received correspond to the drawings and processes at the time of manufacture. Extreme force caused the pin to break. Product development event evaluation reveals the pivot piece broken off during the procedure was not returned for evaluation. Without this piece it is very difficult to determine the root cause of the failure. However, the pivot piece appears pressed in and possibly welded to one of the halves of the forceps. The drawing does not specify the assembly. Very high loads can be placed on these forceps, through the pivot point. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 9/9/11. Placeholder.

Event description:
It was reported that during an open reduction internal fixation (orif) pelvic fracture procedure, the surgeon used the pelvic clamp to reduce the fracture. The clamp broke at the pivot point. One piece broke into the wound, but was retrieved immediately. The surgeon selected a clamp from another set and completed the procedure without further incident.